Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated

Event description:
It was reported patient experienced ineffective therapy. Several attempts of programming was unable to solve the issue, as a result, to address the issue patient underwent surgical intervention wherein the system was explanted.